Manufacturer narrative:
Product event summary - the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. It also indicated the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that a lead integrity alert triggered for noise on the right ventricular lead due to electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.